Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient involvement reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, service report and picture attached. Based on provided information, there was a hole in tubing on top of compressor motor. The issue has been resolved by replacing compressor tubing kit and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).